Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that x-rays on (B)(6) 2017 determined that the leads were disconnected, and the patient did not know the cause. The patient noted her weight to be approximately (B)(6). The patient noted that the implantable neurostimulator being faulty and the leads becoming disconnected has not yet been resolved as she is unable to get into the hospital at this time, and the device is starting to hurt. The patient noted that none of this has been her fault, and that the implantable neurostimulator doesn't work. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the leads had come out of the ins. The patient stated that their doctor wants it to be removed. The patient reported that they can no longer go into the hospital because they owe the hospital so much money. The patient reported that the stimulator was physically hurting them. The patient stated that they had a ¿faulty stimulator¿ in them that was causing the pain. The patient noted that they went to an attorney, but they are not working with them. No further complications are anticipated.